Event description:
It was reported the videoscope had not been replaced with a new water filter resulting in an e01 error message. The issue was discovered during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5, d10, e1, h6 medical device problem code and h6 (remove code 10 - testing of actual/suspected device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. An endoscopic support specialist (ess) was dispatched to the customer site and confirmed the water filter had not been replaced by the customer at the recommended intervals. The customer has been instructed and trained to replace the water filter at the recommended intervals to avoid recurrence of the event. Based on the results of the investigation, the reprocessor used in the reprocessing of the gastrointestinal videoscope was not properly maintained per the instructions for use (IFU). The IFU recommends replacing the water filter at least once a month. The instruction manual associated with the event in "oer-4, operation manual, chapter 7 ¿routine maintenance¿, section 7.2 ¿replacing the water filter (maj-2318)¿ describes the recommended frequency of replacement of the water filter". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was reprocessed on a reprocessor that had not been properly maintained. There were no reports of patient harm.